Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. In a follow up, the surgeon reported the patient experienced poor vision and the lens was exchanged six weeks following the initial iol implantation for the same model lens, but one diopter less power. The clinical reason given for the explant was refractive miss. The sample is not available to return for evaluation.